Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with redmi note 10 phone with android operating system version 11. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness and seizure, requiring administration of glucagon by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported signal loss. Abbott diabetes care (adc) attempted to replicate the reported issue and the reported configuration of the device [xiaomi redmi note 10] is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used. Therefore, this complaint is therefore not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.